Event description:
A doctor's office alleged that a patient's crown was not seated properly due to the maxcem elite cement setting up too quickly.

Manufacturer narrative:
The patient had experienced a crown on tooth #2 which the doctor felt was not seated properly; therefore, the doctor removed the crown. To date, the patient is doing fine; however, no further information with regard to this incident was provided. The product involved in the alleged incident was not returned. Lot # 4710900 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluation is necessary.

Manufacturer narrative:
The product was returned and verified as a recalled lot of maxcem elite. The device problem is already known; therefore, no evaluation is necessary.